Event description:
The PICC line was initially placed in interventional radiology on (B)(6) 2014. The night nurse in the unit flushed the PICC and noted it leaked at a crimp site just below the clamp. Another PICC team nurse was called to check and when flushed again it was noted to be leaking as the night nurse had stated. The PICC team nurse pulled the PICC line and replaced with a new PICC line. No harm to the patient and the patient did fine.

Manufacturer narrative:
(B)(4). It is unk which 510 (k) would be used as exact catalog number is unk as not provided by reporter. Device manufacturing date is unk as lot is unk. Event evaluation: still under investigation.